Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID: 39565-30, serial/lot # (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he was getting a cannot deliver desired intensity settings on the programmer. It was stated that an impedance check showed electrode 1 at 11000 and electrode 9 at 23710 and the cause was unknown. It was noted that electrode 9 was being used in the programming so it was deactivated. The representative increased the intensity settings and the patient was now getting full coverage of the left and right sided pain. The issue was resolved at the time of the report. No patient symptoms reported.